Event description:
It was reported by service report that the weld on the side rail lock spindle was broken presenting sharp edges and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.